Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07-may-2026, a sales representative reported via email that an ar-2324kbcsp 4.75 mm biocomposite knotless swivelock anchor experienced an issue during use. While attempting to self-punch the anchor, the tip of the eyelet fractured. The fragments were retrieved from the patient, and no patient harm was reported. The procedure was prolonged by approximately 3 minutes to address the issue. This event occurred during a rotator cuff repair procedure. Additional information was received on 12-may-2026: the affected implant was completely removed after the eyelet tip fractured during the initial attempt to self-punch it into place. A replacement ar-2324kbcc device was then successfully used to complete the procedure.